Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The device was not returned for evaluation, as it remained implanted. The root cause of this event remains indeterminable but was likely due to patient related factors and/or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the clinical trial of transcatheter aortic valves in (B)(6) dialysis patients), annular rupture occurred during the tavr procedure. A 26 mm sapien 3 valve was deployed in the aortic position via transfemoral approach. During the valve deployment, aortic root rupture was caused by calcification of the native aortic valve. Pericardial effusion was observed and pericardial drainage was performed. The subject was transferred to ICU. However, bleeding of more than 300 ml/h from the drain continued. Via surgical thoracotomy, oozing from the non-coronary cusp (ncc) and left side of the pulmonary artery was found. Pressure hemostasis was performed, and hemostatic agent was applied. The subject was transferred to ICU and was stabilized.